Manufacturer narrative:
Product analysis: no product was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 24-apr-2019, UDI#: (B)(4). Product analysis: both of the valves were discarded, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was successfully implanted. The patient developed dyspnea secondary to poor coronary perfusion due to the position of the first valve. Three days following the valve implant the transcatheter valves were surgically explanted and a surgical valve was implanted. No additional adverse patient effects were reported.